Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information are in process. There may be cases where a transcatheter valve is placed through a previously placed annuloplasty ring for recurrent regurgitation and/or stenosis. Annuloplasty rings are an adjunct to the valve repair and recurrent regurgitation occurs as a result of progression of disease and is not related to a device malfunction. Based on the information received the cause cannot be determined; however, patient factors may have contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a transcatheter valve was implanted inside a 24mm mitral annuloplasty ring in the mitral position via valve-in-ring procedure. The reason for valve-in-ring procedure was due to dilatation of the ring causing an improper closing of the mitral native leaflets. The implant duration of the 24mm ring at the time of the valve-in-ring procedure was approximately four (4) years. There were no complications reported. The patient also had a mechanical valve implanted in the aortic position.